Manufacturer narrative:
The evaluation of the returned complaint lens indicated the lens was within specs except for one broken haptic. The broken haptic was most likely the result of over-manipulation. No similar complaints were found in this lot.

Event description:
Lens was replaced because it became decentered. A fixation attempt was made but was unsuccessful on 12/12/96. The lens was exchanged on 12/19/96. The lens was originally implanted in 6/95. The surgeon explains that he believes capsular contractile forces pushed the lens out of the central pupil zone and 1 haptic may have come out of the capsular bag.